Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit is not responding when turned on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit is not responding when turned on. There was no personal injury reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. No response when starting up, need to replace the power board. After replacing the power board, the test was normal, and the device passed all factory-specified performance and safety index tests. Deliver clinical.